Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The ring electrodes of the atrial dipole and the rv shock coil were found covered in fibrotic growth. Furthermore, the insulation was found rubbed through 13 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to total loss of capture. No adverse patient events were reported.